Event description:
Customer reported being in a car accident. She stated ever since then, her blood sugars has been running high. She reported having a blood glucose of 528 mg/dl. She treated her blood glucose with a bolus. She then stated her blood glucose remained at 522 mg/dl and later, 424 mg/dl. The customer treated all her high blood glucose with a bolus delivery. The customer's blood glucose at the time of the call was unknown. The customer was unsure whether her cannulas were bent or occluded. Troubleshooting for the insulin pump found the customer had several no delivery alarms in the alarm history. The customer also stated insulin was able to exit from the tubing during a manual prime. The customer was advised to change the entire infusion set, reservoir, and insulin. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).